Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding and displayed fatal error message during a procedure, preventing user access to medication. The customer stated that another device had to be moved into the room to continue with the procedure and did not disclose any additional information. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 24-apr-2021 to 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were several net framework errors and system configuration utility errors. The field service engineer replaced the device¿s hard drive and synchronized the device. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system displayed an error message during a procedure, preventing user access to medication. Customer stated that another device had to be moved into the room to continue with the procedure. Customer did not disclose any additional information. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system displayed an error message during a procedure, preventing user access to medication. Customer stated that another device had to be moved into the room to continue with the procedure. Customer did not disclose any additional information. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and identified net framework and configuration utility errors. The field service engineer replaced the device's hard drive and synchronized the device. Device tested and confirmed operational.